Manufacturer narrative:
A review of logfile confirmed the treatment was performed with a 0° axis. The treatment was performed successfully without any problem from technical side. The system was working within specification. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. The root cause is user error. Especially, the user entered a wrong axis into system. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that wrong axis was treated on a patient during a photo refractive keratectomy procedure. Surgeon treated at zero when it was meant to be treated at 165. Physician is waiting to see the patient's outcome but feels that patient will do well.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received. The doctor reported that she unintentionally treated the wrong intended cylinder axis for this patient. This was a topography guided case and the treated axis should have matched the topography measured axis which was 164. The doctor made a key error and modified before the treatment. The patient was treated at 0 instead of 164. Technicians warned the surgeon during the timeout that the axis seemed odd or incorrect but surgeon decided to proceed anyway. The doctor feels that the wrong axis will have little impact on the patient and that the patient will have a good outcome. The patient is to be seen again in one to three months and at that time it will be determined if any additional treatment is needed.